Event description:
Per the clinic, the patient experienced an extrusion at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a skin necrosis and an infection at the implant site. Device analysis report attached.